Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a damaged instrument. This was a primary operation in which the screw driver broke upon screw insertion. The screw had to be removed and replaced during the initial operation. After preparing the hole with bevels awl for an mpf 2 hole plate, a screw was inserted. When c-arm was being brought in, the screw shaft was noticed moving. During examination the hex was sheared off in the screw head. A large pituitary was used to remove the screw. There was a surgical delay of 15 minutes. Review of an o-arm reconstructive scan post op. Identified final screw placement was good and original screw track of removed screw was visible. The patient has not required an additional operation.

Manufacturer narrative:
The returned driver was examined and the hex drive feature was found to have fractured off of the driver; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. A review of the labeling was conducted and cautions users against applying excessive pressure, force, or stress as they may lead to device damage.